Event description:
Per complaint (B)(4), a dental implant was stuck while screwing during clinical procedure. The dentist tried to remove the implant by unscrewing it, but he could not unscrew it with normal instruments. The implant was removed by grasping with forceps. Consequently, the implant was broken. The initial placement procedure was completed within the same day. The patient did not experience adverse consequences.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Returned device was not the same part as previously reported. Updated device family, part number and UDI number.